Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the preventive maintenance of routine inspection cardiosave intra-aortic balloon pump (iabp) had a flashing red dot on the display screen. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected field: d5, e1 (initial reporter), e2, e3, g2, a getinge field service engineer (fse) reported that they re-plugged the display cable and the issue was resolved. The unit passed all functional and safety tests and was returned to customer.